Event description:
It was reported that patient underwent several radiation therapies in chest area. Device reset message was observed. After reprogramming, device continued to display message that reset has occurred. Device was reprogrammed again after the patient had patient her final radiation therapy. No error message was found afterwards.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.